Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a disconnection issue at the female connector; further described as the patient tripped "over the tubing where the line disconnected from the twist clamp end of the transfer set¿. This occurred during peritoneal dialysis (pd) therapy; the patient got up from bed and tried to walk around while connected to therapy. The transfer set was replaced. There was no report of patient injury; however, the patient was given intraperitoneal prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a separation between the silicone tubing and the twist clamp. Functional testing was performed, and the patient connector was disconnected from the female connector of the transfer set by hand with no issues noted. The female connector was twisted by hand to verify that there was no separation between the two components. The report of a connection issue between the patient connector of the cassette and female connector of the transfer set was not verified. The report of the tubing separated from the twist clamp of the transfer set was verified. The cause of this condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.